Event description:
According to the customer's medwatch report: "admitted for elective orchiopexy. Induction of anesthesia with o2, n20, halothane and relaxation with mivacron. Following intubation, EKG showed ventricular fibrillation, requiring resuscitation. Patient then resumed spontaneous respirations and return of sinus rhythm. Discharged with no sequelae. Manufacturer's onsite inspection of anesthesia machine demonstrated halothane vaporizer efficacy test not within specs." As of the date of this report, the hospital has not released the vaporizer to ohmeda for investigation. Once the vaporizer has been released and an investigation is carried out, a follow-up report will be issued. According to the serial number of the vaporizer, this unit has not been serviced by ohmeda since its manufacture in 1992. Ohmeda recommends tec 5 vaporizers be returned to ohmeda every 3 years for routine maintenance and inspection, as stated in the tec 5 operation and maintenance manual.